Manufacturer narrative:
This is one of five complaints reported for this finished goods lot; however, this is one of four complaints reported for this issue for this finished goods lot. Review of the device history record indicates the order was built to specification. Two wet cassettes were returned for this complaint. The samples were visually inspected and no obvious defects were found. It was noted that the drain bags were detached due to saturation. The samples were functionally tested and he samples could be recognized and the service data could be retrieved from the console. The samples primed and tuned successfully. No leakage occurred during testing. Both samples were able to reach a maximum vacuum within specification. The root cause of the customer's complaint could not be established as the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned samples met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration pressure did not increase during phacoemulsification. The surgery was completed after replacing the cassette. There was no patient harm. Additional information and product sample have been requested.